Manufacturer narrative:
The service rep cleaned the ii lens. The system now operates as intended.

Event description:
The customer reported there was an artifact on the live image on the 6800 system. No pt injury ws reported.